Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon could not toggle and gain control of arm 1 on the patient cart. The customer reseated the instrument and sterile adapter and things seemed to be working , but they said that the issue was recurrent. The tse advised the customer to reseat the instrument and sterile adapter, try a new instrument, and make sure the surgeons head is in the surgeon console and also to check the surgeons' settings to verify if the finger clutch feature is turned on or off and monitor if the issue returns. The procedure was continued with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse found the spring was damaged on the left gimbal finger grip. The grip doesn¿t retract fully. The master tool manipulator (mtm) requires a replacement to correct the reported problem. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the grip calibration issues along the gimbal grip. During testing, the mtm failed calibration on the test system. The issue is attributed to a component failure. A procedure log was executed and confirmed that a total colectomy procedure was performed via system (B)(4) on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors. This complaint is considered a reportable event due to the following conclusion: during a procedure an issue controlling a psm arm was experienced. The field service engineer (fse) investigation concluded a faulty master tool manipulator and failure analysis confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.